Manufacturer narrative:
(B)(4). The writer will submit a follow-up medwatch report to provide the evaluation results and if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during review of the event history log. The assignable cause was a defective user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct the reported condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
During baxter (B)(4) review of the event history for another report, it was discovered that failure code 568:320:654:0000 occurred during infusion, which caused an interruption during delivery. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.